Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer did not experience any recurring issues after being assisted with resetting the pump, and they were informed to continue using it and to contact support if the malfunction reoccurs.